Event description:
It was reported that this right ventricular (rv) lead gave inappropriate shocks however, therapy was not exhausted. Subsequently, this lead was surgically abandoned and replaced successfully. No additional adverse patient effects were reported.